Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Burned blisters on the skin [burns second degree] , the heat cells showed reddened [product quality issue] , administration mistake [device use error] , . Case narrative:this is a spontaneous report from a contactable pharmacist via costumer care center. A (B)(6) female patient used thermacare heatwrap (thermacare lower back & hip) (lot number: n49174, expiration date: feb2019) on (B)(6) 2017 at single use for pain. The patient's medical history and concomitant medications were reported as unknown. The patient experienced burned blisters on the skin and the heat cells showed reddened on (B)(6) 2017. The pharmacist stated that according to the physician this was an administration mistake by the patient on (B)(6) 2017. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events was unknown. The causality was not provided. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (26jan2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Follow-up (02feb2017): new information received from a contactable pharmacist includes: new event information and device expiration date. Company clinical evaluation comment based on the information provided, the events of burned blisters on the skin and the heat cells showed reddened as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device., comment: based on the information provided, the events of burned blisters on the skin and the heat cells showed reddened as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device..

Event description:
Event verbatim [preferred term] burned blisters on the skin [burns second degree] , the heat cells showed reddened [product quality issue] . Case narrative:this is a spontaneous report from a contactable pharmacist via costumer care center. A (B)(6) year-old female patient used thermacare heatwrap (thermacare lower back & hip) (lot number: n49174, expiration date: mar2020) on (B)(6) 2017 at single use for pain. The patient's medical history and concomitant medications were reported as unknown. The patient experienced burned blisters on the skin and the heat cells showed reddened on (B)(6) 2017. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events was unknown. The causality was not provided. Additional information has been requested and will be provided as it becomes available. Company clinical evaluation comment based on the information provided, the events of burned blisters on the skin and the heat cells showed reddened as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.. , comment: based on the information provided, the events of burned blisters on the skin and the heat cells showed reddened as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.

Manufacturer narrative:
The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual.

Event description:
Event verbatim [preferred term] burned blisters on the skin [burns second degree] , the heat cells showed reddened [product quality issue] , case narrative: this is a spontaneous report from a contactable pharmacist via costumer care center. A (B)(6) year-old female patient used thermacare heatwrap (thermacare lower back & hip) (lot number: n49174, expiration date: mar2020) on (B)(6) 2017 at single use for pain. The patient's medical history and concomitant medications were reported as unknown. The patient experienced burned blisters on the skin and the heat cells showed reddened on (B)(6) 2017. The action taken in response to the events for thermacare heatwrap was permanently withdrawn on (B)(6) 2017. The outcome of the events was unknown. The causality was not provided. Additional information received from product quality complaint (pqc) group included investigation results. The root cause category is non-assignable (complaint not confirmed). The thermal data was reviewed and there were no thermal results outside the required specifications. The plant has reviewed this batch from a manufacturing and technical perspective. No quality issues were identified upon this review of batch records, release testing data or, inspection of retained samples. Retained samples met the product description and the product is within expiration date. After a review of the batch thermal records, thermal results all met product release criteria. Consumer alleges burn from wrap. The cause of the alleged burn is inconclusive since review of records does not provide evidence to support defective product. The product effect may vary with each individual. Additional information has been requested and will be provided as it becomes available. Follow-up (26jan2017): new information received from product quality complaints (pqc) group included: product quality investigation results. Follow-up attempts completed. No further information expected. Company clinical evaluation comment based on the information provided, the events of burned blisters on the skin and the heat cells showed reddened as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device. Comment: based on the information provided, the events of burned blisters on the skin and the heat cells showed reddened as described in this case are considered serious bodily injury potentially requiring medical intervention to prevent permanent damage or impairment of body structure, assessed as associated with the use of the device.